Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of an exploratory laparotomy and a total abdominal hysterectomy during mesh implantation.

Manufacturer narrative:
Resubmission with the correct file number.

Event description:
It was reported that patient underwent excision of vaginal lesion on (B)(6) 2008 by dr. (B)(6), due to condyloma acuminatum.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that patient underwent a mesh removal on (B)(6) 2009.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.